Event description:
It was reported that the customer went to the emergency room with a blood glucose of 585 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. A pump system check was completed, and no issues were found with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.